Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was part of the (B)(6) study. During the procedure, after pre-dilatation, and initial pta balloon treatment, this evercross was used to cover the entire length of the lesion. At this time a grade c dissection was observed and treated with post dilatation. No additional treatments were needed for the dissection. The case was completed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.